Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a blocked channel, internal during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being sent to provide information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of blocked channel was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause could not be identified. Since there was no defect on the device, it conforms to the specifications. Since it was discovered during reprocessing, there was no health hazard on the patient. In addition, the following non-reportable malfunctions were found during the device evaluation: bending section glue removed, and brush passage had a kink in the channel one inch down the cylinder. Olympus will continue to monitor field performance for this device.